Event description:
It was reported that the pump was requesting a new cartridge be loaded after one had already been loaded. During troubleshooting with tandem technical support, customer received a message from the pump asking for a minimum of 50 units at the fill tubing step. Contact added more insulin, but received the same issue. Customer's blood glucose level was elevated.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.